Event description:
The account reported the bed exit will not alarm. The bed was located in the service area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the speaker was the cause of the issue which was found during a preventative maintenance check at the facility. The account was performing preventative maintenance at the time the issue was found. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the power control board assembly to resolve the issue. Based on this information, no further action is required.